Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0ldpq, implanted: (B)(6) 2015, product type: lead. Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that since her most recent implant, she had only felt stim once in a while, down her right leg and nowhere else and sometimes really strong in her private area. Patient stated it had been "acting funny" and that there may be an issue with the leads. It was indicated that she had spoken with healthcare provider (hcp) beforehand and told them that she had turned it up to 7 but still did not feel. Patient stated the hcp had previously checked her stim response after implant but this latest implant was not checked that way. It was noted that after implantable neurostimulator (ins) was moved up,she had still not felt stim, so she checked the ins with patient programmer (pp) and saw power on reset (por) . She told hcp who redirected her to manufacturer. Two weeks later, the hcp reported that patient was advised to speak with manufacturer representative (rep) for problem with the device on (B)(6) 2016. It was indicated that patient had an appointment with rep on (B)(6) 2016 but the patient did not show up for appointment and multiple attempts were made to contact the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.